Event description:
It was reported that during change out of the patient's pulse generator, lead abrasions were observed. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis of the lead found that the proximal insulation was melted/damaged at several places at a distance of 24.5cm from the connector pin. The damage found is consistent with that occurring at the time of explant.